Event description:
The customer reported that the x-ray image was not centered in the image intensifier. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. An alignment was done on the x-ray tube, the collimator, the iris and the camera. The system operates as intended.